Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and was unable to duplicate the symptom. Review of the two provided photographs of the diagnostic report from (B)(6) 2021, showed that the device generated an oxygen not available (1208) alarm, after the device settings were changed to 100% fraction of inspired oxygen (fio2). Review of the provided diagnostic report from (B)(6) 2021, showed no continuous built-in tests and no power on self test error codes were generated. No parts were replaced. The device passed all performance verification tests and was placed back into use with the customer. This reporter stated that a patient of unknown age, gender, height, and weight presented to a hospital¿s emergency department on (B)(6) 2021, for reasons not reported. Relevant concomitant medical products included at home non-invasive bi-level positive airway pressure (bi-pap) therapy via the breas nippy ventilator; prescription and device configuration not reported. No relevant medical history or relevant past drug history were reported. While in the emergency department on (B)(6) 2021, the patient was prescribed ventilation therapy via the respironics v60 ventilator; prescription, device settings, configuration, patient circuit, and patient interface not reported. While receiving therapy via the v60 device in the emergency department, the patient¿s peripheral capillary oxygen saturation (spo2) did not improve even after 100% oxygen was administered. Hospital staff then placed the patient on another v60 ventilator with the exact same settings, and the patient¿s oxygen saturation increased to 98% spo2. No medical intervention was reported. It is unknown if the patient was admitted to the hospital. There is no information to support that a malfunction occurred. Philips was unable to determine the cause of the reported symptom as it could not be reproduced.

Event description:
A customer reported to philips that a patient¿s oxygen saturation rate did not improve while receiving therapy from a respironics v60 ventilator. The customer reported that the unit was in use on a patient at the time of the reported device behavior and adverse event.